Manufacturer narrative:
This report is being submitted as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was unable to be confirmed for a suture detachment. The exact root cause cannot be determined. The device history record (DHR) review was unable to be performed as a valid lot number was not identified. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
The actual device has not been received yet for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. The product lot number was not provided by the user facility, which prevented a meaningful review of the device history record.

Event description:
The user facility reported that the involved angio-seal device was deployed by the tech that stated that the suture snapped during the retraction segment of the procedure; where the operator pulls tension on the suture and maintains that tension until they can push the green tube down into the sub-cutaneous space to approximate and lock the collagen on top of the arteriotomy. Rcis tech stated that the felt the suture snap, and he immediately went to a manual compression technique for twenty (20) minutes to gain hemostasis, which was achieved without any hematoma present. Hemostasis was achieved. Patient was in stable condition. Procedure outcome satisfactory. The patient was not injured, medical or surgical intervention was not required. There were no other devices or equipment used with the reported product. The event occurred intra-operative. Additional information was received on 16 mar 2023: the procedure performed for the patient, was prior to using closure device was a diagnostic coronary angiogram. The procedure sheath that was used was 6 french sheath. There were no difficulties whatsoever with arterial access, sheath, guidewire, or catheter insertion. A pre-deployment angiogram was performed. No issues at all with insertion, deployment, or withdrawal of the device.